Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with a1 identifier (B)(4) is customer a lot 496663, medwatch with a1 identifier (B)(4) is customer a lot 495977.

Event description:
Customer a reported blood glucose results within 10 minutes: 52 mg/dl and 60 mg/dl with lot 495977, 321 mg/dl and 319 mg/dl with lot 496663. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.